Event description:
Per the audiologist, the patient reported tenderness and a "cricket" sound when using the cochlear implant system. She also reported "beeping/clicking" and aural fullness when not using the device. Visual inspection of the implant site showed the receiver/stimulator had moved. The patient's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report, filed august 26, 2008.